Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. UDI - (B)(4).

Event description:
It was reported that the customer's device is showing all three icons (attention, service wrench and charge-pak). When all three icons are illuminated on this device, the device's power source may not have sufficient power to provide effective defibrillation shocks to a patient, if needed. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control has performed numerous attempts to contact the customer about their reported problem; however, these attempts have been unsuccessful and no response appears to be forthcoming.  The cause of the reported failure could not be determined.